Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that this patient with a 7300tfx 25mm valve, implanted for three (3) years, underwent a valve-in-valve procedure due to unknown reasons. The tmvr was performed with a 9600tfx 26mm.

Event description:
It was learned a patient with a 7300tfx 25mm valve, implanted for three (3) years, underwent a valve-in-valve procedure in tricuspid position due to progressive tricuspid stenosis and mild regurgitation. The ttvr was performed with a 9600tfx 26mm. Patient tolerated procedure well without complications. Patient was discharged on post-operative day one (1).

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. In this case patient factors and progression of underlying valvular disease likely led to the event.